Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization for unexplained high blood glucose of 468 to 600 mg/dl. Customer's blood glucose at the time of the call was 100 mg/dl. Troubleshooting found that the drive support cap was normal. Customer declined to check their pump settings or for any site or insulin issues. After the high pressure test was performed, the pump alarmed no delivery. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to follow up with their doctor regarding the high blood glucose.